Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown baclofen (2000 mcg/ml at 760 mcg/day) via an implanted pump. It was reported the emergency room called and the patient's pump was alarming. The rep read the pump and the critical alarm was sounding due to an empty reservoir. The patient was scheduled for a refill on (B)(6) 2020. The ER physician and pharmacist converted the patient's it dose to oral. There was no environmental/external/patient factors that may have led or contributed to the issue. It was noted the issue was resolved.